Event description:
It was reported that the user experienced low blood glucose of 69 mg/dl with a low glucose alert on the ilet and requested guidance to change the infusion site while continuing to use the same insulin; the user had taken six glucose tablets and then changed the contact detach steel infusion set, after which blood glucose was 84 mg/dl. Symptoms included hypoglycemia. Outcomes included resolution of low glucose without hospitalization. Investigation included troubleshooting and education with guided infusion site change. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence